Manufacturer narrative:
Device available for evaluation: corrected to "yes". Date of device return: added 7/6/2016. Device evaluated by manufacturer corrected to "yes". Results of engineering evaluation device was retuned and an engineering evaluation was performed. Engineering confirmed that the returned delivery catheter was missing the torque bump which is normally attached to the polyimide guide wire lumen. Inspection of tube identified it as the missing torque bump. The detached torque bump showed gold colored material was attached on one side. The gold colored material matches the polyimide guidewire used in delivery catheters of the iliac extender component. The transparent material matches torque bumps on delivery catheters of the iliac extender component. The root cause for the detachment of the torque bump could not be determined with the currently available information.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using a non-gore endoprosthesis and gore® excluder® aaa endoprosthesis iliac extender component (pxl161007j/14804286). All the endoprostheses were deployed successfully and a gore® dryseal sheath with hydrophilic coating was removed. While the physician was closing an access site, there revealed a translucent tube-like object (approximately 2cm in length and 1mm in thickness) in the access vessel. The tube-like object was removed of the patient, and the implant procedure was concluded without further issues. It was reported by the physician that as he had experienced a tube-like object remaining in the vessel before, he thought this event would be the same case as the previous one. However, a tube-like object in this reported event was a bit shorter than the previous one, the physician suspects another possibility that the tube-like object is a portion of the introducer sheath.